Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was reprogrammed. The patient was in stable condition.

Event description:
New information received notes that the episodes of over-sensed noise exhibited by the right ventricular (rv) lead reoccurred. The rv lead was capped and replaced on 28 oct 2025. The patient was in stable condition.